Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, there was intermittent c-01 errors occurring on the erbe. The customer performed a restart on the erbe, and there was no change to the reported event. The customer was continuing with the surgical procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (fse) confirmed with the customer as they performed a restart on the erbe, and there was no change to the reported event. The customer was continuing with the surgical procedure. The system was verified and ready for use.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and reported problem was not able to be confirmed using log reviews. Upon visual inspection there were no issues that were found that would be related to the reported event. The erbe generator was tested using the in-house system and it cauterized all the ports and instruments without issue. Upon visual inspection the unit has chipped pain at the bottom, otherwise the unit is in good condition. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.